Event description:
I had mentor breast implants in (B)(6) 2015. One year after, I developed chronic urticaria, angioedema, so many food intolerances, swelling of face, ears, throat, hands, feet, red hot bumps in my skin, anaphylaxis, hair loss, chronic fatigue. I was put on 10 pills a day plus prednisone every other day and when flares are eating my skin. My quality of life was completely destroyed. I explanted on (B)(6) 2019. None before the implants. And so many after them including a diagnosis of leukocytoclastic vasculitis (urticarial/hypersensitivity) which is an autoimmune disease. Allergies: one year after I got the implants, I developed allergies to almost everything I eat mainly dairy plus allergy to all analgesics and anti-inflammatories and to alcohol. Urticaria, angioedema, anaph. FDA safety report ID # (B)(4).